Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the image was flickering due to a defective video connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic (otolaryngoscopy) procedure, the visera elite video system center had a loose video connector and flickering image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that the image flickered due to a failure of the reception unit. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.